Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after returning from the operating room, no urine flow was confirmed from foley catheter, so when the patient checked the tube, the sheets were wet, and a hole was discovered in the tube.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjx0304.catheter was inspected and no visual issues present. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with using return syringe. The catheter was able to fill no leakage present. The balloon was deflated passively within 55sec. This is within specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after returning from the operating room, no urine flow was confirmed from foley catheter, so when the patient checked the tube, the sheets were wet, and a hole was discovered in the tube.